Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he had an insulin pump and he wasn't sure what was wrong with it. Sometimes when customer looks at the device he notices the screen would be blank. Customer was sitting at a hospital waiting for a family member to get out when he noticed the screen. Customer's blood glucose was 160 mg/dl, current was 232 mg/dl. Troubleshooting was performed and the display returned after the customer inserted a new battery into the device. Customer was advised a new battery cap will be sent to rule out any issues with the battery cap. Customer is not returning the insulin pump for analysis.